Event description:
Started having an awful excema flare up and it was so bad my skin was oozing. I was unable to be outside in the sun and heat due to worsening of the excema. (B)(6) of 2017 I went through patch testing to find the reason for the excema. I now have an allergy to ethylenediamine dihydrochloride, a preservative used in almost everything and I cannot touch things with the preservative as an ingredient. I cannot shop at second stores, use soap to wash my hands in public restrooms, or even hug the family members that do not live with me as they use soap I am allergic to. There are many things I cannot do now because of it. I am also now allergic to thimerosal as well.